Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2003. There were no alarms or complications on the day of the procedure but eleven days afterward a serious burn was reported from the cervical canal through the vaginal tissue and out onto one of the labia. At that time the pt could hardly sit and could not sleep at night but within two weeks their condition had improved and they could sit.